Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: if product code is unknown, can you inform us whether the product is stratafix spiral (barbs on the suture strand run in spiral) or stratafix symmetrical (barbs on the suture strand runs symmetrical). It is stratafix symmetrical no lot available.

Event description:
It was reported that a patient underwent hip surgery on (B)(6) 2017 and barbed suture was used. The suture broke during the closure of the hip belt. There were no reported patient consequences.